Event description:
"The surgeon inserted this catheter into ulnar artery of a patient's left arm to perform thrombectomy. He felt the tip of catheter touched something. Then, he inflated the balloon and tried to retrieve, but couldn't retrieve the balloon. So he deflated the balloon and tried again to retrieve the catheter. But the balloon winding was completely uncoiled and the balloon was dislodged. He could retrieve the metal winding, but not balloon."

Manufacturer narrative:
Investigation summary: the returned catheter was confirmed damaged. The spring tip had extended and was separated from the catheter shaft. The device history record for 1067013 showed no abnormalities during construction; all catheter test samples passed the balloon pull test and the spring tip pull force far exceeding out minimum specifications. None of the above lot remains in finished goods for testing. The catheters are designed in such a way that the proximal winding slips or the balloon burst under excessive force. This prevents the force from being applied to the catheter body and prevents it from breaking inside the patient. This also prevents excessive force being applied to the vessel itself. Therefore, in order to break the catheter tip (spring) a considerable amount of force must be placed on the catheter. It is unknown under what conditions and what type of instruments were used along with this catheter. Therefore, the root cause cannot be determined. Applied recommends the use of a more robust catheter such as the a4534 thrombectomy catheter when performing thrombectomy procedures.